Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrence. It was also reported that patient underwent mesh revision on (B)(6) 2006 for failure of anterior repair with symptomatic cystocele. On (B)(6) 2011, the patient underwent rectocele repair. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure at an undisclosed time and place and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding and urinary tract infection.